Event description:
It was reported that the right ventricular (rv) lead had high pacing impedance and failure to capture. Noise was detected as the patient moved their arms. During the revision procedure, the rv lead could not be removed due to an adhesion. A fracture site was noted near the sleeve; however, it could not be determined if the fracture previously existed or occurred at the time of the adhesion removal. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.